Event description:
It was reported that the patient underwent an initial hip procedure on an unknown date. Subsequently, the patient was revised due to dislocation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10: cat# 650-0660 lot# 3185359 delta ceramic head 36mm -3 t1. Cat# 11-301303 lot# 65698547 arcos come body c 60mm. Cat# 11-300820 lot# 313970 arcos 20x150mm spl tpr dist. Cat# 00662406540 lot# 65655248 bone screw self-tapping 40 mm length 6.5 mm dia. G2: foreign: australia. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: g3; h2; h3; h6. Visual examination of the provided pictures identified the cone body and head with biodebris and nicks and gouges on the taper surface. No pictures were provided of the liner and no products were returned. Further evaluation could not be performed based on the provided images alone. Review of the device history record identified no deviations or anomalies during manufacturing. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is a dislocation on the spot view. Bone quality is osteopenic. No loosening or abnormal radiolucency. There is malalignment with dislocation on the spot ap view. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.